Event description:
The implant form enclosed with the device 294-05-73464 had white out and crossed out numbers on the form with the above numbers written in. There was no patient involved in this event.